Event description:
New information received indicates that the lead was explanted and replaced with no complications. The patient was well.

Event description:
It was reported that an alert for high, out of range, pacing lead impedance was observed. Capture threshold has also increased. Patient was scheduled for x-ray and will be evaluated at next follow-up visit. Physician suspects an exit block.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.